Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found; showed indication of black chemistry. Most likely underlying root cause of malfunction noted in the complaint; improper storage of test strips causing exposure to high humidity.

Event description:
Consumer complaint of e-3 error; test strip error. E-3 error occurred upon insertion of test strip into meter port. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Blood test performed fasting during call on (B)(6) 2015 produced result of e-3 upon insertion of test strip into meter port. Test strip lot manufacturer's expiration date is 02/19/2016 and open vial date is not verified. Adverse event not reported.